Event description:
It was reported that a patient underwent a knee revision surgery on (B)(6) 2025 and barbed suture was used. Closure was fine, but it has been reported to the surgeon that the patient's wound has opened on discharge and at home. The suture doesn't look to have snapped, but more came apart. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: if other, describe: at home after discharge from hospital. If other, describe: knee revision surgery. Did the patient require revision surgery or hardware removal? Yes. Was device explanted? True. Hardware/explant removal due to: wound dehiscence. Did patient require revision surgery? True. If yes, date of revision surgery. (B)(6) 2025. Reason for revision surgery. Wound needed to be re-closed. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Revision surgery to re-close the wound. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Wound dehiscence. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? (Skin, subcutaneous, fascia) what suture was used for subcutaneous closure? Please describe the appearance of the suture during the second procedure. Did the stratafix suture barbs not engage in the tissue? If no, please explain. Were there any patient stress factors that led to the dehiscence and suture barbs not engaging in the tissue? Please describe the revision surgery on (B)(6) 2025. Include any findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code and h6type of investigation a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: on what tissue was the suture used? Subcutaneous layer what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What tissue dehisced? Skin and subcutaneous (skin, subcutaneous, fascia) what suture was used for subcutaneous closure? 0 stratafix spiral pds please describe the appearance of the suture during the second procedure. Did the stratafix suture barbs not engage in the tissue? The suture didn¿t appear to snap but looked to separate, barbs not holding if no, please explain. Were there any patient stress factors that led to the dehiscence and suture barbs not engaging in the tissue? Knee revision ¿ quite a lot of swelling of the knee, potential contributing factor please describe the revision surgery on (B)(6) 2025. Include any findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown what symptoms did the patient experience following the index surgical procedure? Unknown. Onset date? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Knee revision, additional swelling what is the patient's current status? Unknown.